Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a high blood glucose level event due to insulin flow blockage issue on the first day of insertion in the abdomen and treated with correction bolus via insulin pump on (B)(6) 2026. The event lasted for greater than four hours.